Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; therefore an investigation was not performed. The customer's reported event could not be confirmed/verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. Labeling review: the directions for use (dfu) were reviewed and adequately provide instructions and precautions for the proper use and handling of the intraocular lens to included use with the preloaded delivery system. Based on the manufacturing records review, historical complaint review and non-conformance/corrective action preventive action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) the lens was not implanted. If explanted; give date: na (not applicable) the lens was not implanted and therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol), within the delivery system, failed to deliver the lens into the eye as the lens was stuck in the bevel (cartridge). Further information indicated the lens had patient contact and would have been inserted or partially inserted into the patient''s eye.